Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The cgm was reading 144 mg/dl but the reading that the patient got from his bg meter was 47 mg/dl. It was not confirmed when the cgm and bg values were checked. As a result of the low bg, he had a convulsion and was involved in a minor car accident. He was taken to the hospital for medical intervention. He had minor scratches requiring stiches on his right hand. He had an electrocardiogram (ECG) and x-ray and he was given glucose (route of administration unknown). At the time of the report he was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.